Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously high troponin (accutni) results that were generated by the access 2 immunoassay system, for two (2) patients. A patient sample was tested for accutni and a result of 81.84 ng/ml was obtained. The original sample when re-tested at a later time gave a result of 20.90 ng/ml. The second sample (drawn from the patient at the same time at the first) gave a result of 11.06ng/ml, when tested. Another sample was drawn from the patient and results of 3.99ng/ml and 8.36ng/ml were obtained. Accutni testing results for samples drawn from another patient were in the range of 4.55ng/ml-32.48ng/ml. The erroneous results were not reported outside of the laboratory. These patient samples were sent to a reference lab for troponin testing and the results were reported outside of the laboratory as "normal." The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Samples were collected in plastic, bd sodium heparin tubes, without gel separator and were centrifuged at 4,500 rpm for 5 minutes. Per customer, qc was in range prior to weekly maintenance, but was out of range high when it was rerun after obtaining high patient results. The customer contacted bci and a customer technical specialist (cts) asked customer to check wash buffer and determined the wash buffer line was pinched, restricting the flow of wash buffer to the instrument. The cts assisted customer in finding pinched wash buffer lines and re-priming the lines. The customer then ran system check which passed. Service was declined by customer stating that instrument problem was found and resolved satisfactory. A pinched was buffer line may have contributed to this event. A malfunction will be assumed for the purpose of this report.